Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database was reviewed for the mandible component; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6650-int, lot# 489880. For all non-custom tmj mandibular implants in the previous one year (from the notification date) regarding revision due to ankyloses, there is a complaint rate of (B)(4), which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is due to a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00227, 0001032347-2020-00456, 0001032347-2020-00457. Implantation date was in 2010. Tmj system left fossa component, medium, part# 24-6561, lot# 080260. Tmj system right fossa component, medium, part# 24-6560-int, lot# 725240. Tmj system left standard mandibular component 55mm / 12 hole, part# 24-6556, lot# 205450. Tmj system right standard offset mandibular component 50mm / 9 hole, part# 24-6650-int, lot# 489880. Unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint implants ten (10) years following implantation due to ankylosis and patient discomfort. The stock implants were replaced with a custom device. No additional patient consequences have been reported.